Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was a reported missing sensor wire. The sensor was inserted at the leg on (B)(6) 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and found that the sensor wire was detached from the sensor pod and seal carrier. The reported event of a detached wire was confirmed. A probable cause could not be determined.